Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record could not be conducted because the lot number was not provided.

Event description:
It was reported that an un-specified stent was implanted on an unknown date. It could not be confirmed if the stent was an abbott stent or a non-abbott stent. On an unknown date, the patient presented with leg pain. An ultrasound was performed and it was found that the stent was occluded. An additional stenting procedure was performed for treatment. No additional information was provided.